Event description:
It was reported that during a laparoscopic nephrectomy, the blade fell off the device. The piece was recovered from the pt by graspers. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.